Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Per facility, the complainant part has been discarded and is no longer available for return. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a k-wire broke at the thinner portion during the insertion step of an initial minimally invasive spine (mis) fusion procedure at l4-l5 on (B)(6) 2015. No fragments were generated. There was no reported surgical delay and a back-up wire was readily available. The procedure was successfully completed.this report is 1 of 1 for (B)(4).